Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted. Additional contact information: (B)(6) canada.

Event description:
The event involved a 72" (183cm) appx 1.4ml, smallbore ext set w, anti-siphon valve, clamp, luer lock and it was reported that the tubing often led to developing a hole and the patient received less drug. One patient was having brain surgery, his head was pinned, and he started to move because he was not getting enough drug, the medication involved in the event is propofol, norepinephrine and narcotics (remi and suf). The event occurred after infusion is started. Impact on patient was code 3 which includes actual, potential adverse outcome and moderate injury requiring medical treatment. There was patient involvement, and no patient harm. The event occurred on two different dates, and this report captures the first of the two event dates.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.